Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using a packing coil xl and a non-penumbra catheter. During the procedure, the physician advanced the packing coil xl into the target artery. While manipulating the packing coil xl for placement, the coil appeared to detach from the pusher assembly. Upon removal of the pusher assembly, it was noticed that the packing coil xl remained attached, and the coil began to unravel. It was reported that the packing coil xl was removed from the patient in its entirety. The procedure was completed using another coil and the same catheter. There was no report of an adverse effect to the patient.